Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained a non-reactive (negative) result with atellica im ahcv lot 482 (B)(6) -2025) on a sample from a patient who is known to be positive for the disease. The result was reported and questioned by the physician. The sample was sent to another lab and retested with an alternate method and resulted positive. Another sample was drawn from the same patient on another day and tested and resulted non-reactive (negative) with atellica im ahcv lot 482 (B)(6) (2026). The sample was sent to another lab and retested with an alternate method and resulted positive. There are no allegations of patient or user intervention or adverse health consequences due to the event. Siemens is investigating. This report is submitted for the discordant result obtained (B)(6) 2026. A separate report is submitted for the discordant result obtained (B)(6) 2025.

Event description:
The customer complains of false negative atellica im hepatitis c (ahcv) lot 482 results for a patient who is known to be positive for the disease. A sample was drawn and tested and resulted non-reactive (negative) with atellica im ahcv (B)(6) 2025). The result was reported and questioned by the physician. The sample was sent to another lab and retested with an alternate method and resulted positive. Another sample was drawn and tested and resulted non-reactive (negative) with atellica im ahcv (B)(6) (2026). The sample was sent to another lab and retested with an alternate method and resulted positive. There are no allegations of patient or user intervention or adverse health consequences due to the event.